Manufacturer narrative:
Isi has received the device involved with the complaint and completed the device evaluation. Investigation revealed the instrument was installed on in house system and the self check passed. Electrical continuity and grip force testing was performed and passed. The instrument failed a gap gage test. The customer reported complaint does not itself constitute a MDR reportable event; however; insufficient sealing could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the endowrist one vessel sealer instrument wasn't firing properly. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Intuitive surgical inc. (Isi) contacted the clinical sales representative present during the case and obtained additional I information regarding the reported event. The vessel sealer was not sealing. No matter the thickness of the bites being taken the sealing sound was activated but was not followed by the completion chimes even after prolonged activation. Upon removal of the instrument from the tissue there had been zero tissue effect. The instrument did work during the first half of it's utilization during the case. The surgeon was aware the sealing was not working as there were no tissue effects or completion chimes. He confirmed no patient injury or harm occurred.